Event description:
Event description guidant received information that during a device replacment procedure, this right ventricular lead was surgically abandoned and replaced due to lead fracture. No adverse patient effects were reported.